Manufacturer narrative:
Citation: hafiz am et al. Clinical or symptomatic leaflet thrombosis following transcatheter aortic valve replacement: insights from the u.s. FDA maude database. Structural heart. 2017 1(5-6): 256¿264. Doi: 10.1080/24748706.2017.1366086. Epub 2017 sep 19. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the u.s. FDA manufacturer and user facility device experience (maude) database to investigate the frequency, management, and outcomes of transcatheter aortic valve replacement (tavr) related adverse events due to clinical or symptomatic leaflet thrombosis. All adverse event entries with the identifier code ¿npt¿ (designated by the FDA to identify tavr-related adverse events) were collected from the maude database between january 2012 and october 2015. Selected adverse event entries were searched further for the terms ¿leaflet,¿ ¿central aortic regurgitation,¿ and ¿aortic stenosis¿ and these entries were manually screened one by one to select all cases of leaflet thrombosis that were reported in the study period. The study population included 30 patients (predominant gender, mean age and weight were not provided), 10 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, 9 deaths occurred. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: valve-in-valve implantation, surgical intervention to address leaflet thrombosis, catheter manipulation and aspiration of thrombus, post-tavr balloon aortic valvuloplasty, leaflet restriction/malcoaptation, stroke, transient ischemic attack, cardiogenic shock, aortic stenosis, moderate/severe aortic insufficiency, aortic regurgitation, and high gradients. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.